Event description:
Pt with obstructive palatine tonsils underwent a tonsillectomy. A mcivor mouth gag was placed, and the right tonsil was removed without incident. Bleeding was controlled with cautery. The identical procedure was carried out on the left side, and according to the operative note, a burn was noticed to the left anterior tongue that appeared to have occurred by transduction of electrical current through the mouth gag. The burned area was approx 1 x 2cm in dimension but was very superficial. The non-viable tissue was excised and the wound was closed with sutures. The surgeon believes that better design of the instruments so that they are insulated would have prevented this injury.